Event description:
During the procedure, the physician used a wilson-cook memory double lumen extraction basket. While extending the basket, the inner drive wire ruptured through the outer sheath near the handle assembly. No injury to the patient or user was reported.